Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that the robotic assisted saw handpiece device had constant camera movement issues and the saw was very mobile. After the case the right sasi was tested for movement with the saw attached and it needed replacing. It was reported that the device was being used with a robotic assisted base station device. There was no surgical delay. The surgeon worked his way though the procedure and completed the procedure successfully. There were no fragments generated. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. D10: concomitant devices: velys base station device and velys saw interface right device. Therapy date: 19 feb 2025.